Manufacturer narrative:
Corrected information has been provided in d.10., g.4., h.3., h.6. And h.10. Additional information has been provided in b.5., g.1., g.2., the company service representative examined the system and replicated the reported event. The company service representative observed that the lamp exceeded its rated life at 424 hours. The xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A review of the system¿s event log from the time of the reported event revealed that system message (sm) ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service¿ was displayed. The system message is only an advisory for the user to replace the lamp after it has reached 400 hours and can be cleared by the user pressing a button on the screen. The lamp can still be used after this system message is acknowledged. The root cause of the reported event can be attributed to the xenon lamp, which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. G.4. Correction a supplemental medical device report (smdr) # 01 is being filed to correct the g.4 date on the prior filed supplemental report. Incorrect date of (B)(6) 2019 is being corrected to (B)(6) 2019.  The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating there was no system message displayed.

Manufacturer narrative:
The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the upper light source produced less light during a surgical procedure. The surgeon is using the lower light source temporarily. It is noted the lamp needs to be replaced. Patient impact was not indicated. Additional information indicated this occurred in multiple illumination ports.